Manufacturer narrative:
Correction- after investigation it has been found that this event is a duplicate, it has been captured, investigated and reported under MFR# 1038671-2023-00377. Any new information will be handled and reported under MFR# 1038671-2023-00377.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results- there is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that an ous patient had a total knee arthroplasty on an unknown date and was revised for an unreported reason on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.